Manufacturer narrative:
Cause: without a specific issue description and defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedback and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with our customer. 2. Prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description: manufacturer narrative (provided by teladoc). The patient reported that their medication was adjusted due to high readings on the teladoc blood pressure monitor. Member stated she took the teladoc blood pressure monitor and compared device to a blood pressure monitor in a store and compared device to one at the doctor office. Event description: the patient reported that their medication was adjusted due to high readings on the teladoc blood pressure monitor. Member stated she took the teladoc blood pressure monitor and compared device to a blood pressure monitor in a store and compared device to one at the doctor office.